Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the lot was performed. In-house testing on strip lot 371283ar was found to be performing within expectations. A review of the manufacturing records for the lot did not uncover any non-conformances . The lot meets release specification. Although an improper technique was identified in the complaint, a root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
The following was reported via phone call. On (B)(6) inratio inr=2.6. On (B)(6) inratio inr=1.8. On (B)(6) physicians poc inr=3.2. The reported therapeutic range was: 2.0-3.0. Milking of the finger after the finger stick was reported and the monitor was not in the correct mode when the finger stick was performed.